Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Note: this is a correction to d1. Information obtained from lab issue.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening observed on the posterior side assessed as a fold flaw opening. Additional observations: ¿ creases were observed. ¿ wear abrasion observed. ¿ yellow particles inner the surface of the shell.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.